Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was stuck on black screen, and it did not switch back on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device shutdown and was unable to power back on. The field service engineer (fse) the auxiliary pyxis bus cable as the cause of the malfunction, adjusted the cable connection, and restored device operation. The system functioned as intended after the field service engineer repaired the device.